Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to its conductor wire insulation. The instrument passed the electrical continuity test and no signs of thermal damage were observed. A review of the instrument log for the long bipolar grasper instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument had 7 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The long bipolar grasper instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was noted that the long bipolar grasper instrument conductor wire "cover" was about to tear. The procedure was completed as planned with no report hold . Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument's conductor wire insulation was found to be damaged during the procedure. The instrument was inspected prior to use but the customer could not confirm whether any damage was observed upon inspection. The customer did confirm that if an abnormality with the instrument was noticed upon inspection, the instrument would not have been used for the surgical procedure. It is unknown whether the instrument tips collided with any other instrument or tool during procedure. Arcing did not occur during the procedure and no injury occurred to the patient. According to the customer, there are no photographic images of the instrument available for review by isi. The customer was unwilling to provide the customer demographic information nor information about the patient's medical history and relevant tests.